Manufacturer narrative:
Product event summary: the pump, controller, and two batteries were not returned for evaluation. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files also revealed momentary disconnections involving battery (a) and battery (b). Momentary disconnections will result in an audible tone or ¿beep¿. Log file analysis revealed that a controller power up event on (B)(6) 2019 at 18:04:22. The data point prior to the loss of power revealed that battery (a) was connected to power port one with 89% relative state of charge (rsoc)and battery (c) was connected to power port two (2) with 49% rsoc. The data point recorded after the loss of power revealed that battery (a) was connected to power port one and battery (b) was connected to power port two. No anomalies were recorded prior to the loss of power. The controller was without power for 11 seconds. Review of the alarm file revealed a vad stopped alarm logged on (B)(6) 2019 at 18:05:10 following the controller power up event indicating that the pump failed to restart after multiple attempts. This was followed by multiple controller power up events and vad disconnect alarms likely due to troubleshooting of the controller. Multiple additional vad stopped alarms were logged on (B)(6) 2019, indicating that the pump failed to restart after multiple attempts. Furthermore, two power disconnects alarms that were logged on (B)(6) 2019 at 18:09:25 and 18:21:40, respectively, involving battery (a). During the power disconnect alarms, a safety alert word (saw) value was recorded indicating an overcurrent alert. The event log recorded a high-power consumption during the attempted motor start, which required more current from the battery. The battery was most likely physically disconnected by the patient shortly after, causing the controller to log this event as a power disconnect alarm. As a result, the reported events were confirmed. A power source lubrication procedure was performed on battery (b) on 26-jul-2019 and battery (a) on 01-aug-2019. Based on the available information, the most likely root cause of the reported "beeps" can be attributed, but not limited to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. A possible root cause of the reported power disconnect alarms may be attributed, but not limited, to a physical disconnection of the power source. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the vad disconnect alarms observed in the log files may be attributed to a physical disconnection of the driveline from the controller. The most likely root cause of the reported vad stopped alarms can be attributed to failure of the pump to restart after several attempts. An internal investigation was open to investigate failures of the pump to restart at the system level (interaction between the pump and peripheral devices). Based on an extensive investigation conducted, the likely contributing cause for failure to restart was the inability of the pump-start algorithm to provide sufficient torque to overcome abnormally high mechanical resistance caused by unknown conditions that existed prior to the failed restart attempt. An internal investigation was initiated to capture events involving the controller losing power. Additional products: d4: serial #: con405351 h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213, 3213 h6: FDA conclusion code(s): 4307, 4310 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products heartware ventricular assist system ¿ controller 2.0 serial#: (B)(4)/ model #: 1420 / catalog #: 1420 / expiration date: 2019-dec-31. UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2018-dec-10. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, serial #: (B)(4)/ model #: 1650de / catalog #: 1650de / expiration date: 2019-nov-30. UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2018-nov-12. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, serial#: (B)(4)/ model #: 1650de / catalog #: 1650de / expiration date: 2020-jan-31. UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2019-jan-14. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller had an unexpected power loss and double disconnect of power sources. It was also reported that the ventricular assist device (vad) stopped and the batteries exhibited power disconnect. The controller, batteries and vad remain in use. No patient complications have been reported as a result of this event